Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H2: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The t1 is missing the tip. The suture knot is tightened down. The actuator is at the tip of the needle. The needle assembly is bent. Bio debris is present. A functional evaluation was performed on the returned device and found that the actuator remains stuck a the tip of the needle due to the bent needle assembly. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the anchor material specification found that the raw material strength requirements and storage requirements are specified, and each lot must be accompanied by a material certificate of analysis. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.

Event description:
It was reported that, during an arthroscopy, it was noticed that the t of a fast-fix 360 could not be deployed. The procedure was resumed, using a competitor device. It is unknown if there was a delay. No further complications were reported.